Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25146408 and 25146324; the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector cautery component not working. A replacement device was used to complete the procedurethe hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector cautery component not working. A replacement device was used to complete the procedurethe hospital did not report any patient effects.